Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set with a dexcom g7, and the user successfully changed supplies after noting elevated blood glucose attributed to running out of insulin in the cartridge. Symptoms included hyperglycemia with reported blood glucose values of 198 mg/dl decreasing to 174 mg/dl after the supply change. Outcomes included no alerts or alarms on the device, no hospitalization, and successful troubleshooting and education completed by support. Investigation included user interview and troubleshooting guidance focused on supply replacement and infusion setup. Investigation of this case revealed that insulin delivery was interrupted due to an empty cartridge, which resulted in transient hyperglycemia; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin leading to temporary interruption of insulin delivery.